Event description:
Reportedly, when booted, the screen of the subject programmer only displays what appears to be interferences, making the programmer unusable. It was then reported that the problem disappeared after several reboots.

Manufacturer narrative:
New information was received since the last report: reportedly, a display issue still occurs when starting the subject programmer.

Event description:
Reportedly, when booted, the screen of the subject programmer only displays what appears to be interferences, making the programmer unusable. It was then reported that the problem disappeared after several reboots.

Event description:
Reportedly, when booted, the screen of the subject programmer only displays what appears to be interferences, making the programmer unusable. It was then reported that the problem disappeared after several reboots.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, when booted, the screen of the subject programmer only displays what appears to be interferences, making the programmer unusable. It was then reported that the problem disappeared after several reboots.